Event description:
We've had two that did not produce a "sample". One was about a month ago on a kidney biopsy (with dr. H), the other was yesterday on a breast biopsy (with dr. S). I would assume they came from different lots (we go through at least 5 times the needles at (B)(6)). Dr. H tried 2 biopsies with the needle before switching to another, as did dr. S. There was absolutely no tissue sample in the chamber. Kidneys are very vascular (bleed easliy). So we typically take only 2-3 biopsies. This patient had to have a total of 5 which is unacceptable.

Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.